Event description:
A drain was placed in an abdominal fluid collection about 2 months ago. The patient returned to the hospital with fluid leaking around the drain. The plan was to exchange the drain with a new one in interventional radiology. The images taken revealed the drain had fractured. The provider was able to retrieve one fragment during the initial procedure. The patient returned to the interventional radiology the next day and the other fragment was snared and a new drain was placed.